Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine follow up, crosstalk was observed on the device. Programming changes were recommended. The physician elected not to make the changes and dft testing was scheduled. No further information is available at this time. The device remains implanted.